Event description:
The facility reported via a user facility report that an infusion pump was "flattening the tube down and lots of air was (being) discovered" while being used on a very special peripheral arterial lines were found clotted off and had to be discontinued. The facility reported that, because of the pump, the pt suffered an unnecessary invasive procedure when the arterial line had to be re-started. Despite baxter's efforts to obtain add'l info from the reporting facility, details were not available regarding pt's diagnosis and status, medication involved, or set up of the infusion device.